Manufacturer narrative:
A united states customer contacted the siemens customer care center regarding a falsely depressed vancomycin (vanc) patient sample result on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation. Hsc reviewed the instrument data logs and the information provided by the customer. The vanc assay calibration was within conformance and quality control results recovered within the customers established ranges. No dimension vista system process errors were reported around the time of the discordant patient sample result. Repeat of the same sample yielded expected results. A potential product issue has not been identified. The cause of the event is unknown. The system is fully operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed vancomycin (vanc) patient sample result was obtained on a dimension vista 500 system. The customer initially processed the patient sample on two dimension vista instruments. A discordant low result was obtained but not reported to the physician(s). The customer then reprocessed the same sample on the same system and on an alternate dimension vista system. The reprocessed vanc results were consistent with the higher initial result obtained. A higher result was reported. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed vanc result.